Event description:
It was reported that the right ventricular [rv] lead had a great number of short r-r intervals over a long period of time. It was also reported that the insulation of the lead appeared "crimped" as if it had been twisted. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.